Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed charging indicators for over 12 hours with a solid green charger light and an on-screen charging animation, yet the device showed ¿charge now battery low dosing will stop soon¿ and then became unresponsive, consistent with battery depletion or charging failure. Symptoms included interruption of insulin delivery and risk of hyperglycemia due to suspended dosing. Outcomes included the need for device replacement and instructions to shut down the device, return it with a provided shipping label, and restart therapy on the replacement device after setup; the patient could continue cgm monitoring via the dexcom app or receiver. Investigation included customer support troubleshooting, verification of return logistics, and arrangement for replacement. Investigation of this device did not revealed a device power issue consistent with battery or charging system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction related to the power or charging subsystem.